Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the enlite sensor remains on pedestal. Customer's blood glucose was unknown mg/dl. The customer reported that the hub assembly isn't inside serter and catch arm is bent. The customer was advised to return the serter. The customer was advised that we are sending new serter device and 2 sensors.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors. Performed visual inspection and found both sensor needles bent inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.